Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased and the cause of death is unknown. It was reported that the patient was found deceased and had likely passed the day previously. Electronic transmission shows patient experienced polymorphic ventricular tachycardia (vt). No capture, a polarity switch and high impedance were noted on the right ventricular (rv) lead.